Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four and a half years post-cardiac resynchronization therapy pacemaker (crt-p) implant, the patient began to experience redness and blistering at the device implant site. Testing revealed no bacterial infection or other abnormal result. The device was repositioned; however the patient's symptoms returned. It was thought that the patient may be allergic to the device material or that the patient might be rejecting the device. The device remains in use. No further patient complications have been reported as a result of this event.